Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that there was a catheter issue. The catheter was kinked at the anchor site at the spine. There was also a small tear/hole at the same site. There was a dye study done. Pre-operatively the patient reported that the patient's spasticity in both upper and lower extremities had increased over the last couple of weeks. Partial catheter replacement was done on 2015-(B)(6). Intra-operatively the surgeon reported that the catheter dye study was done and it was "sluggish" followed by stating that he didn't know exactly what that meant. It was unknown when the dye study was performed or by whom. The patient had been taking oral baclofen to supplement the intrathecal dose. The physician also replaced the pump because the patient's pump because the patient wanted the smaller pump. The pump was about one year away from end of life (eol). The manufacture representative had not heard of any problems and believed they must have been doing "okay." The patient's status at the time of report was "alive- no injury." The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Analysis of the catheter body found hole caused by deep abrasion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.